Manufacturer narrative:
This information is based entirely on journal literature. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: t-wave oversensing due to left ventricle¿only pacing in cardiac resynchronization therapy optimization algorithm. Heartrhythm case reports. 2018; 4(9):401-404. 10.1016/j.hrcr.2018.05.009. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a patient with a cardiac resynchronization therapy defibrillator (crt-d). Postoperative intracardiac electrogram showed loss of biventricular pacing and a 1-on-2 biventricular pacing pattern caused by t-wave oversensing. This was caused by the adaptivcrt algorithm being activated allowing left ventricular-only pacing. Troubleshooting was attempted and the clinic opted to turn the algorithm off to restore resynchronization. The problem resolved and the patient was continuously paced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.